Event description:
The customer reported that a patient had a citrate reaction during a mononuclear cell (mnc)collection procedure; 13 minutes into the procedure, the patient complained that her face was swelling, flushing, and had a 'funny' taste in her mouth; 20 mg pepcid and 50 mg hydrocortisone was given to the patient via IV, and 10 mg claritin was administered orally..the customer declined to provide patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV pepcid and IV hydrocortisone.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitors the cobe spectra system and the donor and/or patient. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto.